Event description:
Robotic harmonic instrument broke inside the patient's abdomen during procedure. The piece that broke off was located and removed from the patient. There were no noted injuries. Robotic harmonic was replaced.